Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the patient was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer had a car accident was in the hospital. The customer did not get his insulin pump and should be deliver. The customer's mother doesn't have all information regarding that hospitalization. Customer will call back when she have the hospitalization information.